Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that the large volume pump over infused with a medication, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspect pump module, but the device was not within specification, found to be under infusing which was not a factor for the report of an over infusion. Rate calibration was performed on the suspect pump module and was found that the device required to be calibrated to correct the under-infusion result. A review of the concomitant pcu error log showed that no errors or malfunctions related to the reported issue as noted by the log review on (B)(6) 2024, time not provided. A review of the concomitant pcu event log shows no records occurred on the event date noted by the customer, (B)(6)2024. However, the customer rate and volume to be infused (vtbi) noted in the complaint description are very similar to those shown in the event log on (B)(6) 2024. The review of the pcu event log began when the system was powered up on (B)(6) 2024 at 3:09 pm. A new patient was selected and the profile in use was identified to be ¿2.med surg?¿. Suspect pump module was assigned channel a. At 3:09 pm, was programmed a guardrails drugs infusion with drugid 200 (mag sulfate dose 4 gram in 100 ml), with a rate of 16.6 ml/h and a vtbi of 100 ml. The infusion was started. At 3:13 pm, the device was paused and the unit turned off. At 3:19 pm, the device was turned on, new patient was selected and was programmed with drug as the last infusion parameters, except with a different rate of 16 ml/h. The infusion was started. At 3:57 pm, the device was paused, and the unit was turned off. The total primary volume infused was recorded to be 0.276ml for the first performed infusion. The total primary volume infused was recorded to be 9.89ml for the second performed infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pcu event log could not determine why the first infusion that was programmed to infuse for approximately 6 hours was terminated early after only infusing for approximately 3 minutes. The pcu event log could not determine why the second performed infusion that was programmed to infuse for approximately 6 hours was terminated early after only infusing for approximately 46 minutes. The incident administration set was not returned for this investigation; therefore, its inspection and testing could not be performed. The bd alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door¿. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Notes to repair center: suspect pump module s/n (B)(6) (w/o: (B)(4)): please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)): the device referenced in this file was associated with other devices that were the source of the complaint. Reference the source device files (B)(4) for conclusion. This file can be closed based on this fact. No further investigation of this device is necessary. Dchu will not cover any costs associated with this device. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The suspect pump module did not exhibit any unregulated flow occurring during infusion rate testing.

Event description:
It was reported that the large volume pump over infused with a medication. There was patient involvement but no harm. Bd received additional information after due diligence attempts. It was reported that magnesium sulfate 4grams/100ml was hung on the pump on a primary line with no secondary line. The pump was programmed manually at 16.67ml/hr. "As the nurse did not see a guardrail program to use." The infusion reportedly went "into the patient over a 1.5-2hr period as opposed to the 6-hour period it was supposed to run over." The nurse noticed that the magnesium sulfate infusion bag was empty and notified the providers. However, no orders were received, patient was continually monitored in post anesthesia care unit with no note of adverse effects.

Event description:
It was reported that the large volume pump over infused with a medication. There was patient involvement but no harm. Bd received additional information after due diligence attempts. It was reported that magnesium sulfate 4grams/100ml was hung on the pump on a primary line with no secondary line. The pump was programmed manually at 16.67ml/hr. "As the nurse did not see a guardrail program to use." The infusion reportedly went "into the patient over a 1.5-2hr period as opposed to the 6-hour period it was supposed to run over." The nurse noticed that the magnesium sulfate infusion bag was empty and notified notified the providers. However, no orders were received, patient was continually monitored in post anesthesia care unit with no note of adverse effects.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.